Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. It was suspected that the loss of capture was due to a cardiac perforation, as a slight pericardial effusion was noted. The right atrial (ra) lead also showed increased pacing lead impedance (pli) due a connection issue between the lead and the device header. The left ventricular (lv) lead also had an increased capture threshold. The three leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report numbers: 2938836-2019-00086, 2017865-2019-00147.